Event description:
The customer reported that during a right redo video-assisted thoracic surgery metastasectomy procedure, the physician noticed a burn had occurred to the pt's skin. After further assessment of the pt, it was discovered that there was a hole midpoint on the electrode extender. The extender and tip were replaced to complete the procedure. The pt incurred a 2" x 3" burn on the right chest. It was dressed with silvadene and 4x8 foam tape.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.